Manufacturer narrative:
Investigation completed on a smiths medical tracheostomy/silicone - bivona tubes neo/ped flextend plus. Three pictures were received which revealed flange broken. No samples were received to perform testing. Documents were reviewed on testing product and considered adequate and correct with assembling performing at 100 %. According to pfmea 10018858-001 rev.100 - IFU-flextend tracheostomy the occurrence for this failure condition could be caused by: supplier process related. Instructions for use were reviewed "10018858-001 rev.100 - IFU-flextend tracheostomy. On section 4.8 to prevent and guard against damage, it is to avoid contact with sharp edges. It is suggesting that tracheostomy tube holder contain velcro or metal clips with have sharp edges and this may cause damage. Recommendation states twill tape holder if the best avenue to prevent damage to tracheostomy. No corrective action was taken, however quality engineer on 07/sept/2020 as awareness of the defect reported by the customer.

Event description:
Investigation completed and summarized in h 10.

Event description:
It was reported that a smiths medical tracheostomy tube has been sheared off while the patient was at home. No adverse patient effects were reported.